Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by abdominal pain and cloudy effluent. The cause of peritonitis was unknown. The patient was hospitalized and treated with unspecified antibiotics for the event. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. The reporter declined to provide additional information.